Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The two most distal stent struts rows were damaged, lifted slightly and pushed back proximally. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-feb-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 4.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported. However, returned device analysis revealed distal stent damage.